Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the IV set was leaking from the top of the pumping segment during an unspecified infusion of chemotherapy.